Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient arrived in-clinic and interrogation revealed two episodes of low speed operation with one episode of the pump stopping. The patient was changing over from power module to battery and battery to power module during these times. It was reported that the patient did not recall the "red heart" alarm and was able to hear just beeping. With assistance from the manufacturer's technical services personnel, a review of the log file data was consistent with the reported event. It was reported that the pins, cables, and clips all appeared to be intact and normal. The patient's international normalized ratio had been therapeutic. The system controller was exchanged in-clinic. The system controller was returned and received by the manufacturer for evaluation. No other information was made available.

Manufacturer narrative:
No other information is available at this time. A supplemental report will be submitted when the analysis of the returned device is completed.

Manufacturer narrative:
The report of speed changes was confirmed based on the information contained in the log file retrieved from the returned system controller. Two low speed events were captured in the log file. The second low speed event captured a pump speed reduction to 0 rpm. The associated voltage values recorded indicated that both episodes occurred when the system controller was connected to a power module. The returned system controller was functionally tested using the manufacturer's laboratory equipment and was found to function as intended. A full functional test was performed and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The investigation was unable to determine what caused the atypical events recorded in the log file and a correlation between the events and the returned system controller was not identified. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.